Manufacturer narrative:
The country of origin is (B)(6). A field service engineer visited on the 25-mar-2020 and 26-mar-2020 due a reaction disk error, where it was found that old grease had collected dust and was hard. This was cleaned up and re-lubricated. It was noted that the qc and precision tests had acceptable results. There has been no re-occurrence since the field service visit. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine results, for 2 patients, from the cobas 8000 c 702 module. Patient 1: the initial result was 82 mol/l and the rerun result was 68 mol/l. Patient 2: the initial result was 84 mol/l and the rerun result was 68 mol/l. The questionable results were reported outside the laboratory and were then amended after being reported out. The reagent lot number was 436860 and the expiration date was asked for but not provided.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.